Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition." (B)(4). One trocar, 2 fenestrated forceps are involved in this event this is the first of 3 mdrs. The surgeon suspects that the incident is due to the contact with sharp edges of the trocar (metal) that has 'peeled' the insert during the removal. He also noticed that the trocar is slightly bent. No applicable imaging films or medical records were returned to the manufacturer for evaluation. The available information indicates that a product malfunction may have occurred. A review of this product's complaint history shows that a patient injury has not previously occurred from the alleged complaint malfunction modality, however, this malfunction is likely to cause or contribute to death or serious injury based on the FDA's definition of "likely" if it were to recur. As there was no consequence to the patient this report is being filed as a product problem. Investigation: the trocar is bent and present some evidences of impact. These are evidences of an excessive use / shocks. The trocar has probably fallen on the floor or been misused (excessive pressure or constraint). The 2 inserts are significantly bent and there are multiple evidences of sheath damages and fragments. These are evidences of excessive effort on the tube and friction with a hard surface probably a damaged trocar. In light with the results of this investigation and the indications from the surgeon, we could reasonably suppose that this incident is the consequence of the use of the damaged trocar. As the diameter of the trocar is quite small with a metal beveled edge, any deformation on it shape (bending) would lead to potential damages on instruments. As a consequence, the 2 inserts have probably been bent and their sheath 'peeled' by the passage and friction of the sheath with the edge of the damaged trocar during their removal at the end of the intervention. It is quite unlikely that the trocar has been damaged during the surgery (traces of impacts / bending) so we think that this happened at a pre-operation stage (sterilization / cleaning / storage etc.). Moreover, the damages on the trocar should have been detected prior the surgery and not used in the present state. Device information: manual surgical instruments are intended for use in a wide variety of surgical procedures including otorhinolaryngology, head and neck, otoneurological, ophthalmic, and various laparoscopic and endoscopic surgeries. The instruments are intended to scrape, cut, grasp, hold, remove, or manipulate tissue or structures. They include instrument trays and suction devices designed to evacuate gas, fluid, tissue or other foreign materials. It is the responsibility of the surgical team to select the appropriate instrument for each case. The instruments can consist of any of the following patient contacting materials: glass, ceramic, titanium nitride, stainless steel, tungsten, thermoset polymers (including silicone), thermoplastic polymers, sterling silver, or chrome-plated brass. Check the condition of instruments before and after each case. Remove from use any incomplete or poorly operating instruments. Do not bend, pry, or use excessive force, breakage or failure of the instrument could occur resulting in possible harm to the patient or user. Inspect components for any damage before and after each use. If damage is observed do not use the instrument until it is repaired. After cleaning and sterilization, verify functionality prior to re-use.

Event description:
It was reported that during a scheduled laparoscopic inguinal hernia case, while removing the instruments and the trocar, the surgeon noticed that the insert of the fenestrated forceps sheath was damaged while in contact with the trocar. During the removal, some sheath fragments and dust were falling into the patient's body [abdomen]. In order to remove the fragments, they had to renew [re-administer] the anesthesia. All fragments have been removed with success but the smallest particles (dust) could not been removed. However, the patient risk is very low according the surgeon.

Manufacturer narrative:
(B)(4)